Manufacturer narrative:
Corrected data: based on additional review, the below section was updated, as they were inadvertently missed in the previous supplemental report submitted. This correction MDR is submitted to correct these. Section h2: if follow-up, what type: additional information. Section h2: if follow-up, what type: device evaluation. Section h3:device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from patient's left eye and replaced with softec hdo +18.5 in a secondary procedure due to negative dysphotopsia. The issue was first identified during the post -op examination and had persisted for five months. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 03/06/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half. No issues that could cause or contribute to the complaint issue was identified. Conclusion: the reported issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.